Event description:
Patient was implanted with depuy spine hardware on (B)(6) 2015. Post-operative MRI after procedure revealed right side of posterior of construct was too medial; subsequently the patient experienced radiating leg pain back. Patient was returned to the operating room on (B)(6) 2015 for revision surgery. Surgeon removed the right side of the construct. Hardware was removed without complications. Patient was not revised with any new hardware. Reportedly the left side of the construct remained intact. Anterior stand along cage is stable. All information available to synthes was provided. No additional information about the event is available at this time.

Manufacturer narrative:
A complaint investigation will be performed. No product failure indicted. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.